Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced dizziness and vomiting. The egv was 150 mg/dl and the bg was not checked. The patient presented to the hospital and experienced hematemesis. Upon arrival, the bg was 399 mg/dl and the egv was 150 mg/dl. The patient was treated with long lasting insulin, special IV bag, and insulin drip. The patient stayed in the hospital for 2 days and he got released the day of the report and was feeling better at the time of the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.